Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that ever since the device was put in ((B)(6) 2016) ¿it took a good six hours to charge it¿. When asked the patient stated that they had never brought this up with their healthcare provider (hcp). They were advised to consult with their hcp. The event of having long recharging times has occurred since implant. No further complications were reported/anticipated. On (B)(6) 2017, (B)(6) update (rep): no new information related to the event. The notified date was clarified.